Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 312 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 01/13/2019 and open vial date is 10/08/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:high results. The customer is testing five times a day (fasting). The customer has not made any recent changes in the diet, exercise regimen, or medication. The customer is storing the meter and test strips in the kitchen; informed the customer of the product proper storage environmental conditions recommended by the manufacturer.